Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address osteolysis and pain. Update: 7/18/2013 - litigation papers received. Litigation alleges weakness in the hip and quadriceps. There is no additional information that would affect the outcome of this investigation. Update rec'd 1/3/2014- pfs and medical records received. Operative note confirms osteolysis. It was also noted a loose cup and alval. Cup and screw are being added to address loosening. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/27/2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.